Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer observed that the monopolar curved scissors (mcs) instrument was damaged and would not open to cut the thread. A fragment from the mcs instrument reportedly broke off and fell inside the patient. The fragment was retrieved during the same procedure. The instrument was reportedly inspected prior to use, and no issues were noted. The instrument performed as intended up until it broke. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no additional reported injury. Intuitive surgical, inc. (Isi) obtained the following additional/updated information regarding the reported event through follow-up: it was confirmed that the customer inspected the instrument prior to use, and no issues were noted. The instrument was in use for twenty minutes. The surgeon observed that the scissors would not open. The instrument did not make contact with any other instrument or hard material during the surgical procedure. After a fragment from the instrument mechanical cable broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. Upon final removal of the instrument, the wrist was not straightened. However, the surgical staff did not feel any resistance while removing the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that there was no additional patient harm, injury, or adverse outcome. The instrument is available for return to isi for evaluation. A video recording of the procedure was not available, but images of the instrument damage were provided.

Manufacturer narrative:
A return material authorization (RMA) was issued and intuitive surgical, inc. (Isi) requested to have the monopolar curved scissors (mcs) instrument returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Images of the mcs instrument related to this event were received. A review of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it looks like the grip cable is broken. From the photo it also appears that a blade may be missing which is likely the fragment mentioned¿ and as confirmed by the customer via subsequent follow-up. This is considered a reportable event due to the following conclusion: a fragment from the mcs instrument mechanical cable broke off and fell inside the patient. The fragment was retrieved during the same procedure. If additional information becomes available, a supplemental MDR will be submitted.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the damaged monopolar curved scissors (mcs) instrument would not open to cut the thread, and a fragment from the instrument broke off and fell inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mcs instrument was analyzed and found to have a broken grip cable at the distal end. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The broken grip cable was attributed to a component failure. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.